Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpacking inadvertent mishandling resulted in the noted bent stylet and the noted wrinkled sheath resulting in the reported difficult to remove - stylet; and thus during attempted stylet removal, resulted in the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent; resulting in the reported premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 2021061 to: 3021662. Primary UDI number updated from (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the during preparation of an 7.0x100mm absolute pro self-expanding stent (ses), during the removal of the stylet, resistance was noted and the stent fully deployed. Another absolute pro was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.